Event description:
While performing preventive service, the manufacturers field service engineer reported the ventilator failed extended self testing. The service engineer replaced the 3 station solenoid to correct the problem. If the solenoid malfunctions during normal ventilation usage, it may result in a sustained safety valve open occurrence. When the safety valve remains open, the ventilator is not providing breath support to the patient. It is accompanied by an alarm and a safety valve open message in the display. Performance verification testing was completed and passed to operating specifications.